Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient reported to the emergency department with symptoms of bradycardia and neck and shoulder "twitching." Upon device interrogation, appropriate readings for sensing, impedance and thresholds could not be obtained. A chest x-ray demonstrated that both the right atrial (ra) lead and the right ventricular (rv) lead had dislodged, pulled back into the device pocket and wrapped around the device due to the patient twisting or rotating the device. Approximately one week after implant, both leads were explanted and replaced. No patient complications have been reported as a result of this event.